Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failed to open. A field service engineer replaced microswitches to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a fridge will not open. Customer reported that the malfunction occurred when trying to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.